Manufacturer narrative:
(B)(4). S/w ver. 5.2a. Retainer ring = black. Customer returned the pump for alleged pump error 25 alarms found on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. No pump error 25 alarms noted during testing however, a review of the history files reveal there were two (2) pump error 25 alarms on (B)(6) 2021 (14:00 and 18:00), two on (B)(6) 2021 (11:00 and 15:00), two (2) on (B)(6) 2022 (17:00 and 21:00) and six (6) on (B)(6) 2022 (01:00, 05:00, 09:00, 13:00, 17:00, and 21:00) that occurred, problem isolated to the hardware as per global logic analysis. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 25 alarms are confirmed, problem isolated to the hardware as per global logic analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed power error detected alarm. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.